Event description:
Procedure was performed on the sfa in (B)(6). During the treatment of a distal high grade stenosis, predilation with a 5x60 balloon was made. Following this we proceeded to select a 6x80 protege everflex. The box was selected correctly; but as the stent was inserted past the lesion and deployed it was shorter than expected, therefore, another stent was used. As we double checked, the stent itself was 8x40, but was packed into a 6x80 package/box.